Event description:
The complaint is reported as: "staff advise they were using this device to insert a PICC line with a particularly pain sensitive patient. On commencing threading the sheath it was noted that mid shaft was rough and raised, rather than the required smooth finish. Sheath immediately withdrawn, another kit opened and a new sheath accessed to use for this patient.". No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and lidstock for evaluation. No definite signs of use were observed on the sample. Visual examination of the assembly revealed the sheath body was damaged. The sheath body appeared warped and folded at the location of the damage. The damage on the sheath measured approximately 1" from the distal tip. The total length of the sheath body from the tabs to the distal tip measured 2 3/4", which is within specifications of 2 5/8"- 2 7/8" per the sheath product drawing. The outer diameter of the sheath body measured to be 0.0970" which is within specifications of 0.0930"-0.0990" per the sheath extrusion product drawing. The inner diameter of the sheath body at the proximal end measured to be 0.076" which equals the nominal value of .076" per the sheath extrusion product drawing. Per the lidstock for the reported finished good, the peel-away sheath is meant to be used in tandem with 5fr PICC catheters. A lab inventory 5 fr catheter was inserted into the returned sheath. Little to no resistance was observed as the catheter passed completely though the sheath. A device history record review was performed, and no relevant findings were identified. The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. A section of the sheath body was found to be warped and folded. The sample passed all relevant dimensional inspection, and a device history record review was performed with no relevant findings. Based on the sample received, and the customer report, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "staff advise they were using this device to insert a PICC line with a particularly pain sensitive patient. On commencing threading the sheath it was noted that mid shaft was rough and raised, rather than the required smooth finish. Sheath immediately withdrawn, another kit opened and a new sheath accessed to use for this patient.". No patient harm reported.